Event description:
The customer called technical support (ts) reporting that during preventative maintenance it was observed that the device's display is dim. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Discussed 1st vs 2nd gen lcd / ui assy. Provided parts ID for the rp-user interface assy, 2nd gen, eng, and advised to be sure software is 2.10 or higher. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined.

Manufacturer narrative:
H10: the customer replaced the display to resolve the issue. The device passed testing and was returned to service.

Manufacturer narrative:
A faulty user interface (ui) assembly was confirmed at the product investigation lab (pil) and due to a faulty liquid crystal display (lcd). The pil technician verified that the backlight portion of the lcd was faulty. Through the process of component isolation, the pil technician verified that the inverter portion of the ui assembly and ui printed circuit board assembly (pcba) operated as designed. The pil technician also verified that all cables associated with the ui assembly operated as designed; the graphics were visible, but the backlight portion of the lcd (ccfl (cold cathode fluorescent light) backlight) was very dark, verifying an issue with the fluorescent backlights. The pil technician did confirm that the touch portion of the lcd operated as designed. Per engineering, the old-style lcd with the ccfl backlight is an obsoleted backlight design, and the lcd will not be going back to the vendor for a vendor analysis.